Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having bite issues. Their bite feels off, their upper and lower canine teeth are hitting each other when their mouth is closed. They have chipped those teeth while eating. They have been using the aligners for years and after refinement after refinement there is no satisfactory resolution.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.